Event description:
It was reported that during an inservice session, a fiber was inserted and the device was turned on, but there was no display. The rep heard a click and saw a red marker beam. A second fiber was tried with the same results. The inservice was then stopped. There was no patient involvement.

Manufacturer narrative:
Information anticipated, but unavailable at this time.